Event description:
A medtronic rep reported that after a good registration and 15 minutes of navigation, all tools (including registration probe) associated with the fusion were coming back more than 2mm inaccurate. The surgeon continued with the navigated procedure, and there was no impact on the pt's outcome.

Manufacturer narrative:
There has been no other known issues with this fusion system or with the em field.